Event description:
It was reported that during an ablation procedure a farastar generator was selected for use. During procedure, the unit was not turning on. There are no lights or fans powering on. Troubleshooting was attempted, including changing the outlets and power cords, and checked the fuse. The procedure was not completed due to this event. On 24mar2026 per salesforce: the porcedure was not completed due to this event. On 24mar2026 per ai: arrived onsite 3/9/2026 checked in with customer and located unit. Went down to the dock and located the shipment of the correct power supply. Disassembled generator via work instructions. Swapped out the psu via work instructions. This did not fix the issue. Swapped out the on/off power switch via work instructions. This did not fix the issue. Located a faulty spade connector in the base of the generator. Reached out to tac and team lead who put me in contact with the ep product support team. Farastar 1.4 psu fru kit was ordered for repair. Arrived onsite 3/10/2026 checked in with customer and located unit. Went down to the dock and located the shipment of the farastar 1.4 psu fru kit. Disassembled generator via work instructions. Swapped out wiring harness via work instructions. Re-assembled generator via work instructions. Powered on generator. Performed functional test via work instructions. Performed farapoint upgrade via work instructions. Unit passed all functional testing. Unit is ready for clinical use.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure a farastar generator was selected for use. During procedure, the unit was not turning on. There are no lights or fans powering on. Troubleshooting was attempted, including changing the outlets and power cords, and checked the fuse. The procedure was not completed due to this event it was further reported that the procedure was cancelled prior to the patient's sedation.